Event description:
It was reported that patient complains of pain and "shock-like" sensations on thigh and leg. He has an MRI and blood test scheduled to check for metal in his blood. Additional description from sales rep (B)(6) 2012: it was reported that, mechanically assisted crevice corrosion and secondary adverse local soft tissue reaction, pseudo tumor formation secondary to metal toxicity due to femoral neck-stem wear.

Manufacturer narrative:
An evaluation of the reported device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.